Event description:
It was reported that this left ventricular (lv) lead showed loss of capture (loc) on all vectors. The rv electrogram shows a flat line, even with a wireless electro cardio gram. The field representative states the output was maximum, the patient is dependent and was symptomatic with this testing. This lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).